Event description:
It was reported that the right ventricular (rv) lead impedance has been increasing over a period of about a years¿ time. The patient would be monitored closely and evaluated thoroughly during the next follow-up visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr pacemaker, (B)(6) 2007; 4076-52 implantable pacing lead, (B)(6) 2007. (B)(4).